Event description:
Same case as MDR ID# 2134265-2014-07619 and 2134265-2014-07692. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an icross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, the liquid crystal display (lcd) displayed normally however, the motordrive unit (mdu) did not perform automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).